Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the helix was bent inside the sleevehead, and the drive shaft lug stuck behind the retraction stop. The helix would not extend due to drive shaft lug stuck behind the retraction stop/over-retracted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead was impossible to screw in. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.